Event description:
Part nt821707 - customer reported they had a catheter, where breaking off during removal with retained catheter fragments left in the patient. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Awaiting confirmation, if the customer will be returning the product for evaluation. Per (B)(4) rev 04 natus external drainage lumbar catheters - risk analysis spreadsheet hazard 1.5 - catheter tubing is cut by sharp inner edge of needle while accessing into lumbar spine and a catheter piece is left in the patient body. Effect (harm): surgical intervention residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Further investigation to be carried out.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Section d4 - expiration date 15 feb 2025. Section h4 - manufacturing date: 15 aug 2023. Sterile date - 25 aug 2023. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) 1 previously confirmed "integ-broke/disengage" complaints within the past two years. (B)(4) nt821707 units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.

Event description:
Part nt821707 - customer reported they had a catheter, where breaking off during removal with retained catheter fragments left in the patient. No injuries. Event 1/3.